Event description:
The customer reported an uncontained leak of clear liquid of approximately 50 ml from the coulter lh 780 hematology analyzer onto the countertop and floor. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a pinhole leak in pinch tubing at pinch valve vl4c. The fse replaced the tubing which resolved the issue. (B)(4).